Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "blue key on pad not working" which was experienced during evaluation with an intermittent keypad response. Evaluation found the first and second soft keys to be working intermittently, caused by a failed keypad. The failed keypad and front case assembly were replaced. Baxter has initiated a CAPA to further investigate this issue. Additional information: sensing intermittently (keypad).

Event description:
It was reported that a spectrum pump had a "blue key on pad not working". It was also reported there was no patient involvement.